Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 21x1-1/2 rb tw contained foreign matter. Verbatim: it was reported that some black particles in the plastic packaging of three needles for fulvestrant figures 1-3: visible foreign particles were observed in the packaging of three safetyglide needles. These are clearly visible and are marked in the red rectangles. The complaint samples are available and can be sent for investigation.